Manufacturer narrative:
Multiple follow-ups were conducted to obtain additional information and reported product; however, there has been no response from initial reporter. Once the evaluation is completed or new information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an allergic reaction while using the comfort splint. The patient experienced reaction in the lips and cheeks area. This is the 2nd of 2 reported complaints for the same patient. Please refer to 3011649314-2018-00065 ((B)(4)) for the 1st complaint.

Manufacturer narrative:
The suspect device was not returned for an investigation. The device was manufactured per patient's prescription (rx). A review of the material lot number was performed and found no non-conformances. A series of biocompatibility test were performed on a similar thermoformed mouth guard, and it was found that the sleep device materials are biocompatible. Cytotoxicity test were completed on the test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed. There was no evidence of the test article causing delay dermal contact. Without the device, physical structure testing cannot be completed. This incident is being monitored, tracked, and trended.